Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to leak at junction between the pressure regulating balloon (prb) and the tubing. No patient complications were reported.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to leak at junction between the pressure regulating balloon (prb) and the tubing. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff, pump and balloon were visually and microscopically examined. A shell pinhole was identified in the balloon shell at the sphere-adapter junction. The damage is consistent with material fatigue. No anomalies were found with the pump and the cuff. Based on the information available and analysis results, the pinhole identified in the balloon could have caused or contributed to the reported clinical observation of fluid leak.